Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sinus infection, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection and headache related to CPAP device's sound abatement foam. There was no report of patient harm or injury the device was returned to the manufacturer's product investigation laboratory for further investigation the device was returned to the manufacturer's product investigation laboratory for further investigation. Care orchestrator data was unavailable, light amount of dust/dirt around the air inlet, light amount of dust/dirt on the iso port.,grey contaminant found on the front panel, rear panel, and bottom enclosure, dark grey contaminant found at the blower seal upon external and internal aspect of the device.there was no errors found. The manufacturer concludes that pil is unable to assess the symptoms described in the complaint. Pil can confirm the presence of dust/dirt around the air inlet and on the iso port. Pil can also confirm the presence of a grey contaminant on the front panel, rear panel, and bottom enclosure. Pil can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed in ER 2243857 (v1). Pil found no evidence of sound abatement foam degradation and breakdown. Section h6 were updated in this report